Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump was alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached. It was reported the cassette did not work on either of the end users pumps. No adverse patient effects were reported. No additional information is available at this time.